Manufacturer narrative:
Date is approximate. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  the patient stated that they know how to turn their device off. Patient also mentioned that when they go through security at walmart, they feel a zapping sensation. Patient stated that this has happened maybe 3 times since they've had the device, and twice it was at a different walmart, but it felt like a single zap when they were getting the device placed. Patient noted that they would check to make sure the device was still on and it was, so it didn't turn the device off or anything.